Event description:
Patient found standing by his bed with urinary catheter in his hand, bloody drainage from penis. Patient extremely agitated and combative. Patient pulled catheter out but, the tip of the catheter broke off and remained in his penis. (9:47 pm) patient given lasix and 12:17 am patient using urinal to void, passed catheter tip in urinal.